Manufacturer narrative:
A small, thread-like fragment returned in an unknown sealed pouch. The thread is sent to laboratory for further testing. Only foreign material was returned in an unknown sealed pouch. Based on the spectral comparison results, the fibre is polypropylene with titanium dioxide (rutile). Which gives it a white colour. The source is likely from polypropylene thread. Polypropylene is a commonly used material in many medical products. The origin of the material could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Photo provided showing a material in white color which appear so be in the eye above the implanted iol. Based on our observation of the attached photo, a foreign material is observed above the implanted iol. A definitive determination of the origin of the observed material cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction procedure with an iol, the surgeon found a whitish fragment upon insertion of the lens on the patient's right eye. The residual fragment was removed without any complications from the patient's eye. Additional information has been requested, but no further information is available.